Manufacturer narrative:
Device evaluated by MFR.: the coyote es was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 24mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. Vascular access was via an antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 2mm x 20mm x 143cm cayote balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 2 atmospheres for 5 seconds. The device was removed from the sheath without any problem, and the procedure was completed with a different device. There were no complications reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. Vascular access was via an antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 2mm x 20mm x 143cm cayote balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 2 atmospheres for 5 seconds. The device was removed from the sheath without any problem, and the procedure was completed with a different device. There were no complications reported, and the patient was in good condition after the procedure.